Event description:
The customer called with a high blood glucose reading of 563 mg/dl. The customer had been feeling ill for three days. The customer had slurred speech, loss of memory, nausea, excessive thirst and was very confused. Due to his blood glucose levels being so high, the customer was unable to complete the rewind process. The customer also had high blood pressure. Due to the severity of the customer's issues, and because he didn't have a back up plan, the paramedics were called to the customer's home for assistance. The customer was advised to speak with his doctor and have him check for scar tissue. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.